Event description:
Paramedics responding to cardiac arrest on golf course utilized physio lifepak 12 to defibrillate above pt once at 200 joules. The monitor then went blank and failed to operate. A 3 minute delay resulted while a second monitor was obtained from the co-responding fire dept. Once the second monitor was placed on the pt, the pt presented in asystole. The monitor is currently out of service awaiting diagnostic testing.